Event description:
A legal report stated that an intraocular lens was exchanged due to the patient's vision not improving and lens "not working properly." The iol was replaced with a monofocal lens. Additional information has been requested. There are two medical device reports associated with this event. This report is for the initial lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no similar complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).